Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, it was reported that at around 12:00 am the patient experienced chest pain, shakiness, and felt disoriented. He checked his dexcom g7 receiver, which showed a reading of approximately 200 mg/dl (he cannot recall the exact value). The patient was not feeling well and believed his blood glucose was higher than 200 mg/dl, prompting him to call 911. When paramedics arrived, he was transported to the hospital immediately. A bg test was taken upon arrival, and the value was reportedly around 600 mg/d, cgm was reading around 200 mg/dl (exact value couldn't be specified). The patient was treated with IV fluids and remained hospitalized from (B)(6)2026 until (B)(6)2026. The patient was unable to provide details regarding the specific treatments or medications administered during his hospital stay, stating he could not remember all the information. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.